Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection with the naked eye was performed which revealed the second y-site was crushed. Functional tests were performed which included a pressure test and a clear passage under water test; the results were not satisfactory. The reported condition was verified. The cause of the leak was due to the crushed y-site and the crushed y-site was generated by a machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from the luer activated valve closest to the patient. This was identified after the set was attached to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.